Event description:
Non-osseointegration of the implant was verified. Patient presented with bone type iii, inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, mobility and bleeding. No further patient complications were reported.